Event description:
Same case as MDR ID 2134265-2013-02211, 2134265-2013-02212. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu was unable to pullback the imaging catheter while using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).